Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at nominal pressure for 30 seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient condition was good.